Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required additional, changed, and/or corrected data: b6, d4, g1, g2, h6.

Event description:
Patient and healthcare professional reported left-side rupture, pain, and patient is "concerned." The device has been explanted.

Event description:
Patient and healthcare professional reported left-side rupture, pain, and patient is "concerned." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side "implant exchange with a possible gel bleed and pain", and non-device related events of "auto immune disorder of hives, and overall body joint pain." Physician reported "implant exchange with a gel bleed." Company rep. Later reported, via healthcare professional, the patient "has been really sick and having pain with¿ the implants and is ¿concerned about alcl¿ with ¿recalled¿ implant. Patient reported left side rupture. The device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., h.6., h.10 reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported left-side rupture, pain, and patient is "concerned." The device has been explanted.